Event description:
Rv bipolar lead impedance warning on (B)(6) 2021 190hms with an alert ,luu ohms alert: rvtip to rvcoil lead impedance warning on (B)(6) 2021. 190ohms with an alert, 200 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).